Event description:
In 2008: lf fse reports customer indicates that while using fluoro, fluoro images are intermittently black.

Manufacturer narrative:
Field service engineer found the system working normally during a case when they arrived and during fse initial system testing. The fse did find that the customer did not have the tube arm in the fully detented position. Although the fluoro was working in the current position, not being fully detented may have contributed to intermittent fluoro. Fse pushed the detent button to position the tube arm to the fully detented position and reviewed with the customer the importance of a fully detented tube arm per hydradjust plus installation and service manual. Fse then checked the system per table service manual reseating all connections and then reseated all internal generator connections per sedecal generator service manual. Unit returned to full service by the customer.